Manufacturer narrative:
Title: chronic hemodialysis in small children. Source: therapeutic apheresis and dialysis, volume 20, 2016 (302¿307), article number: 3. Date of publication: 19 november 2015. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed, from 2012 until 2015, there were 14 episodes of catheter related infections requiring 11 cvc revisions (78.6%). A maximum of four line infections was recorded in a single patient over 14 months.